Event description:
Information was received that a lid cover fell on an operator while loading samples. The samples reportedly splashed on the operator's face.

Manufacturer narrative:
This incident appears to be an isolated malfunction due to user error. It states in the user guide that the cover is to be closed when operating the system. Post infectious material exposure practices were followed (blood samples drawn from the operator with negative results) as a precaution. Additional blood samples will be drawn from the operator in a 6 months. Olympus is continuing to evaluate this event. If action is indicated or other significant info is rec'd, a follow-up to this event will be filed.